Event description:
The patient had pain and swelling. Whilst the revision a metallosis and a loosening of the implants was observed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Addendum added (B)(6) 2013. Conclusion and justification status: following further investigation, notification was received that: root cause: undeterminable. It is not possible to say what caused this total knee joint to require revision. It is likely a combination of factors such as surgical procedure, surgical process, patient factors and implant factors. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
The investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to bioengineering and applied research. The investigation will be closed with an interim report and will be reopened when the bioengineering and or applied research report is completed.